Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens implant procedure the haptic stuck to the injector plunger. The surgery was completed successfully without having to remove the iol and there was no patient impact. Additional information has been requested.